Event description:
Pump was returned for service with report that it was turning on and off by itself. There was no report of any patient injury or medical intervention occurring. Information was not available regarding whether or not the device was in use on a patient when the reported situation occurred.